Manufacturer narrative:
Initial reporter phone #: unknown. Investigation summary: no samples or photos displaying the condition reported are available for examination. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. Corrective and preventative action was opened to investigate this failure mode. Investigation conclusion: no physical samples or photographs of the client were received, it is worth mentioning that during the control in process no non-compliant parts were reported due to the defect reported by the client. Additional it is unknown in which section of the syringe the leak was presented, i.e. In the connection, in the cylinder body, etc. An evaluation of the defect reported by the client is made based on the acceptable quality level (aql) in a batch size of (B)(4) pieces. Root cause description: during transport the cylinders can become jammed, generating the additional damage could bind on the assembly dials in the same way, causing damage to the cylinder body. Regarding the failure mode of the staff qualification, the operative staff is trained in both the operating instructions and the frequencies where they are mentioned defective that could be presented, however there was no qualification that ensures that the staff identifies and knows the flaws, so this action was executed in june 2018. The assembly equipment has a tooling that during the process runs the leak test to each manufactured part at 100% so it was not considered necessary to perform leakage test as part of the final inspection, however when detecting this failure mode the test fug a in final inspection was implemented in the month of (B)(4) of 2018. It is important to mentioning that given the event of the leakage, CAPA (B)(4) was generated to follow up on all the failure modes identified and their respective action plan.

Event description:
It was reported that there was leaking at the luer lock with 3 ml bd luer-lok¿ luer-lok¿ tip. Verbatim: "syringe 3ml # bf309585p has been leaking at the luer lock when connected to the irrigation tubing."

Event description:
It was reported that there was leaking at the luer lock with 3 ml bd luer-lok¿ luer-lok¿ tip. "Syringe 3ml #: bf309585p has been leaking at the luer lock when connected to the irrigation tubing."

Manufacturer narrative:
The following fields have been updated with corrected information: h.6. Method codes: 11, 3331, 4114. H.6. Result codes: 3221. H.8. Usage of device: 67. H.6. Investigation summary: since no samples or photos displaying the condition reported were provided by the customer for examination, a thorough root cause investigation could not be performed. DHR review of in process controls (inspection results) revealed that no non-compliant parts were found related to the condition reported. The barrel molding batch file was reviewed, where physical defects such as, deformities, perforation, bubbles, burns, contamination, and tip exposure (tip length) would be captured, and revealed that no such conditions were found. All results satisfied bd specifications, including dimensional requirements. Additionally, 20 retention samples from the lot in question were inspected, and tested for leakage (including luer). Visual and functional test results on the retention samples were satisfactory, no defects found. In summary, the lot was inspected and accepted according to the current specifications and work instructions with satisfactory results for the characteristics required for approval, including functional testing. No non-conforming part attributable to the condition reported by the customer was observed. Lastly, no deviations (quality notifications) were reported during the manufacturing of the lot in question. Consequently no corrective action is planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no physical samples or photographs of the client were received, it is worth mentioning that during the control in process no non-compliant parts were reported due to the defect reported by the client. Root cause description: during the review of the batch record and the analysis of the retention samples, the results were compliant, not presenting the defect that the client reports. Rationale: the pieces reported by the customer are within the parts per million of the quality acceptance criterion (aql). No physical samples or photographs were received from the customer, not to mention during the in-process control, no non-compliant parts were reported because of the defect that the customer reports. In addition to this were the results of the leakage tests, mold defects in the cylinder, piston and/or plug, as well as the correct assembly of the components in the 20 pieces of retention sample. H3 other text.